Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, the investigation indicated that the most probable reason for the malfunction, a scope communication error (e216), was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited a scope communication error (e216). There was no patient involvement.